Event description:
It was reported that a vns pt was found to be at unintended settings after the pt's treating neurologist interrogated the pt's generator. The physician indicated the pt's output current was 1 ma from what used to be 3 and 3.25 ma, the signal off times was 60 from 5 minutes and the magnet on time of 30 seconds from what used to be 60 seconds. The reported unintended settings are likely the result of faulted diagnostics as the settings coincide with faulted diagnostic settings. At the moment good faith to obtain additional info from the treating physician regarding the pt's programming history have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.